Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown trabecular metal head, unknown, unknown, unknown trabecular metal glenoid, unknown. The device will not be returned for analysis at this time, as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02900. Product location unknown.

Event description:
It was reported that a patient underwent a total shoulder primary surgery. Subsequently, patient is being considered for a revision due to unknown reasons. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.